Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) showed code 1003 indicating that the device's battery voltage was less than expected during pre-implant interrogation. The procedure had to be postponed as the replacement device was not available at the time of the procedure. The procedure occurred once the replacement device arrived at the hospital. No patient involvement at the time of the event. This crt-p is expected to be returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) showed code 1003 indicating that the device's battery voltage was less than expected during pre-implant interrogation. The procedure had to be postponed as the replacement device was not available at the time of the procedure. The procedure occurred once the replacement device arrived at the hospital. No patient involvement at the time of the event. This crt-p is expected to be returned to boston scientific for analysis. Subsequently, the device was returned for analysis.